Event description:
It was reported that in 2009, the patient experienced back pain, which radiated down his buttocks and right leg. The patient underwent mriwhich revealed pressure on the discs and fragments. The surgeon felt the need to remove the fragments and place pins in the patient's spine. The patient underwent surgery on lumbar spine. The patient was implanted with rhbmp-2/acs. Post-op, the patient experienced severe lower back pain that was much worse than the pain he experienced before undergoing surgery. The surgeon treated the patient for nearly one year after the surgery. The patient currently experienced complete numbness in his left thigh, extending down to his knee, and severe pain in his lumbar spine.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.